Manufacturer narrative:
No cheomlock product samples, videos, or photographs were returned for investigation. No DHR lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return for testing and investigation, however, it has not yet been received.

Event description:
The customer reported that the nurse was attempting to connect the chemolock to the chemo adapter, but the spike fell out of the bag and began leaking with chemo subsequently splashing on nearby surfaces with a drop entering the rn¿s mouth. The customer reported additional information which included that the issue occurred when the rn was getting ready to hang the secondary on the pump and the spike fell out of the bag. The connector was not connected to the port and the bag was in her hands, and then the spike fell out and the bag fell on the floor. It was stated that the chemo spill was cleaned up per facility protocol and a spill kit was used. The customer stated that the leak came from the bag as the ICU medical secondary set fell out and there were no visible cuts, tears or holes noted to the 100 ml ns, soft-bag. The nurse was sent to occupational medicine thereafter for surveillance labs (cbc (complete blood count) and ua (urine analysis)). A repeat cbc and ua were drawn on (B)(6) 2019, with another repeat in 6 weeks. The medication involved was fludarabine. The customer further mentioned that the bag was compounded a second time resulting in delay of chemotherapy.